Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia and some ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Egds and dilations performed on (B)(6) 2014, and (B)(6) 2015 prior to explant. Device explant occurred without issue on (B)(6) 2016. Linx device found in the correct position/geometry. Fundoplication performed immediately after linx device explant.